Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In addition, the patient lost significant weight and needed access to a smaller battery due to twisting and turning of ipg in pocket causing pain. In turn, surgical intervention was undertaken during which the ipg was explanted, replaced and relocated. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.